Event description:
Boston scientific received information that after connecting a new device to the existing right ventricular lead pacing failure was noted. The device was reconnected to the lead and reinserted into the pocket but pacing failure still occurred. The device was disconnected from the lead and measurements were performed with the pacing system analyzer (psa). No pacing failure was observed. The physician elected to replace the device. No issues were seen with the new device and the same lead. The procedure was completed. No adverse patient effects were reported. The device will be returned for analysis.

Manufacturer narrative:
Upon analysis this investigation will be updated.